Event description:
A customer obtained a digoxin result above the therapeutic range for one patient sample. The result of 2.11 ng/ml was reported out of the lab and it was questioned by the physician. The original sample was re-tested several times and repeated results were below the therapeutic range of 0.35-0.70 ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The calibration, qc and system check data were within specifications. A field service engineer (fse) was dispatched: the fse performed hardware verification and carryover testing; results met published specifications. No hardware issues were noted. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.